Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was within the dispenser hoop. A visual examination was performed on the catheter and noted a break in the shaft found at 12.5 cm from the hub. The braid was exposed from 12.5 cm from the hub up to 19 cm from the hub. The dispenser hoop was flushed and the catheter was removed with no resistance. No defects on the catheter were noted. The hub was found intact. A coating confirmation test was carried out to check the presence and integrity of the coating and revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected and advanced to treat the target lesion located in the hepatic artery. During preparation, the physician attempted to insert the microcatheter into the patient, it was noted that the device fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected and advanced to treat the target lesion located in the hepatic artery. During preparation, the physician attempted to insert the microcatheter into the patient, it was noted that the device fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).